Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the message air detected in the cassette, and noticed fluid leaking from the patient line. The patient did not see punctures or holes in the cassette. The patient set up with new supplies and the cycler displayed the same message again. The cycler will be replaced.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the message air detected in the cassette, and noticed fluid leaking from the patient line. The patient did not see punctures or holes in the cassette. The patient set up with new supplies and the cycler displayed the same message again. The cycler will be replaced.

Manufacturer narrative:
The device was returned to plant manufacturing for investigation. Exterior visual inspection showed no signs of physical damage. There were no discrepancies encountered in the internal inspection of the cycler. The simulated treatment was performed and failed with pl failure; the failure was traced to the bad motor a encoder. There are no visual indication of dried fluid was found within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Testing found no indication of an equipment failure that would cause a fluid leak. The cause of the encountered dried fluid could not be determined.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the message air detected in the cassette, and noticed fluid leaking from the patient line. The patient did not see punctures or holes in the cassette. The patient set up with new supplies and the cycler displayed the same message again. The cycler will be replaced.